Event description:
Reportedly, on the follow-up performed on (B)(6) 2012, no pt file was recorded in the programmer memory upon device interrogation. A retrospective review of the files availability from other esprit devices interrogation was performed. An investigation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.